Manufacturer narrative:
Product evaluation: the device with the lens was returned. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has advanced to mid-nozzle and has overrode the lens. The lens was located within the lens loading area. The trailing haptic was folded onto the optic along the left side of the plunger. The leading haptic was extended. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. A plunger override was observed. The plunger was at mid-nozzle. The lens was within the lens loading area. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the plunger went over the iol. The device was exchanged to complete the case. There was patient contact but no patient impact.